Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was vf (ventricular fibrillation) defib treated at/af (atrial fibrillation/ atrial fibrillation) with possible rvr (rapid ventricular rate) during arrhythmias by the device. It was also noted that there was occasional p-wave undersensing during the arrhythmia by the right atrial (ra) lead, which may lead to inappropriate detections of at/af. The device and atrial lead remain in use. No further patient complications have been reported as a result of this event.